Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt who fractured both legs in 1997, had another fracture of the tibia in (B)(6) 2012, skiing accident, was enrolled on a (B)(6) study. Pt was implanted with expert tibial nail protect, date of implantation unknown. During the surgery, the tibia was accidently fixed in a wrong position, rotation failure, which resulted in an unphysiological gait pattern. Pt was returned to operating room on (B)(6) 2012, and had revision surgery with correction of the malposition/rotation failure.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. Investigation is on going.